Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 190528. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were assembled with a bd discardit syringe. No signs of leakage were observed with any of the retained samples tested. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: there is a leak between the plastic base and the metal part of the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: there is a leak between the plastic base and the metal part of the needle.